Event description:
Mexico. Allegedly, a 40-year-old female patient underwent breast implant placement using a dual-plane technique, requiring placement of a closed suction drain with exit at the anterior axillary line. Following drain removal, purulent discharge was identified. Culture results confirmed the presence of enterobacteria. Despite treatment and initial improvement in inflammatory response, the clinical course progressed unfavorably, with persistent wound discharge at the inframammary fold, wound dehiscence, and implant exposure, leading to a decision for implant explantation, which was subsequently performed in the operating room. Side affected right breast (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: infection, dehiscence and extrusion.